Event description:
The facility representative reported a flogard infusion pump that does not infuse. It is unknown when this condition occurred. There was patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during on-site device evaluation. It was identified that the motor couplings were loose; however, the root cause is unknown. The motor set screws were tightened to resolve the reported condition additional information: the exact occurence date is unknown. If additional information is received a follow-up MDR will be submitted.